Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the battery site. It was also reported that the patient was experiencing pain in his back. Symptoms of swelling, redness and pain were noted. The physician did not believe it was device related, they suspected that the infection occurred as the wound was healing. The physician did not believe that the recent procedure contributed infection. The patient was placed on antibiotics and underwent an explant procedure.